Event description:
It was reported the customer received the following results on the aviva system within 10 minutes on "several dates": 6.8 mmol/l and 13.0 mmol/l. No adverse event reported. The reporter did not provide the strip lot number. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.